Event description:
The attending anesthesiologist reported that: after induction, the anesthesiologist attempted automatic ventilation and the device posted audible alarms and the doctor noted a ventilator fail message in the advisory. The doctor then attempted to manually ventilate the pt and intermittently could not. The doctor switched back and forth between manual and automatic, but automatic ventilation never worked. The doctor stated that after a few minutes, he was able to manually ventilate the pt. The doctor chose to replace the machine to complete the case. No pt injury reported.